Event description:
It was reported that the patients trial case was aborted before accessing epidural space due to issues with oxygen saturation. The physician believed that body position may have contributed to obstructed airway. The trial lead will not be returned.